Manufacturer narrative:
The reported event of post-op dislodgement and failure to capture could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the inner and outer helix lengths were within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, including capture/output, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented with a leadless pacemaker (lp) that was failing to capture. X-ray confirmed the lp had dislodged to the groin. The lp was explanted and replaced. There were no patient consequences.